Manufacturer narrative:
Field service (fs) investigated the issue on site. Fs troubleshooting included replacing the dispense 2-way valve manifold. There have been no further reports of discrepant results since the part was replaced. A review of the alinity I sn# ai04790 service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I (sn# (B)(6)) analyzer.

Event description:
The customer reported a falsely decreased alinity I total psa result on a patient that was not reported out of the laboratory. Results provided: on (B)(6) 2024 sid (B)(6) = < 0.02 ng/ml, repeated the next day = 14.11 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased alinity I total psa result on a patient that was not reported out of the laboratory. Results provided: 03jul2024 sid hu119325 = < 0.02 ng/ml, repeated the next day = 14.11 ng/ml. No impact to patient management was reported.